Event description:
Customer reported that their pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level, which remained between 54-500mg/dl. The customer was instructed to use backup therapy to ensure insulin delivery was not interrupted and a replacement pump was arranged by technical support. Customer was acknowledged to return the non-functioning pump within 10 days using the provided pre-paid label.